Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4). User error caused event: based on the complaint history, it was determined that the root cause of this event was due to loading error. (B)(4). Device has not been returned.

Event description:
The reporter stated the surgeon used an aq5010v three piece silicone lens. The surgeon loaded the lens. The rear haptic got stuck in the injector as the physician was advancing the lens. The lens would not advance any further. There was patient contact, but the lens was not inserted into the eye. No patient injury. The cause of this incident was loading error. Backup lens was implanted.

Manufacturer narrative:
Evaluation: results - a visual inspection of the returned product found the stuck in the area of the cartridge tip and one loop haptic is sticking out of the cartridge. There was no visible damage to the cartridge. There was evidence of clear surgical residue on the product. Conclusions - (user error caused event) based on the complaint history and the evaluation of the returned product, it was determined that the root cause of this event was due to loading error. (B)(4)